Manufacturer narrative:
Product event summary: the medial segment of the lead was returned, analyzed and the analysis performed revealed no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient's implantable pulse generator (ipg) system was removed due to infection and vegetation on the pacing leads. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01 implantable pulse generator (ipg) 2008 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.